Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged during placement of an epicardial left ventricular (lv) lead and had caused diaphragmatic stimulation. This ra lead was abandoned surgically and was replaced. No additional adverse patient effects were reported.